Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced there was a crack at the back of the battery compartment and stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported receiving a stuck button alarm. Troubleshooting indicated that the pump requires replacement. No harm requiring medical intervention was reported. Mmt-1880l was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to verify stuck button alarm and perform the self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Pump unable to download and verify stuck button alarm due to flashing medtronic logo. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.